Event description:
It was reported that the right and left ventricular leads exhibited loss of capture. Fluoroscopy revealed lead dislodgement on both leads. The leads were capped and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.